Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(4) 2006, product type catheter.

Event description:
It was reported the patient had "3 or 4 other ones put in¿ because of the catheter ¿coming out of placement from the one side.¿ it was also reported the hcp was unable to place the catheters on ¿the other side¿ because the patient¿s first catheter that was implanted ¿he can't get out¿. As a result, the hcp ¿only has one side of the vertebrae to get it through". When asked if the patient had 3 or 4 other catheters put in it was reported "yeah, or pumps¿. The pump was delivering hydromorphone. Symptoms, interventions and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.